Manufacturer narrative:
12/03/2015 09:56 am (gmt-5:00) added by (B)(4): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor shut down while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). Investigation on-site has been performed by our field service engineer. Trouble shooting revealed that the unit had a defective mains inlet and blown fuses. The mains inlet and fuses were replaced, and the compressor was returned to service after successful function check. The ventilator logs were downloaded. Evaluation of the ventilator logs confirms that the ventilator was connected to the compressor, and that the supply of air had stopped. The ventilation continued with o2 gas. There were several alarms generated by the ventilator when the air supply stopped. There were no technical error codes generated indicating a ventilator malfunction. The compressor alarms cannot be verified from the ventilator logs. The blown fuse has not been investigated further, but earlier investigations of similar complaints determine that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
(B)(4).